Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device has no test load. There was no patient involvement. Based on the information available, the device was evaluated at the customer site and identified the root cause of the reported issue is due to the defective 50 ohm test load. However, the device is eol (end of life) and will not be repaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device has no test load. There was no patient involvement. Based on the information available, the root cause of the reported issue is due to the defective 50 ohm test load. However, the device is eol (end of life) and no work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx failed the test load and the battery needs to be replaced. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.